Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the wire in the sheath broke near the handle outside the endoscope, and protruded through the plastic sheath. The device was removed from the endoscope without any issues and it was confirmed that nothing detached inside the patient. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.